Manufacturer narrative:
The investigation is ongoing.

Event description:
There was a complaint of discrepant elecsys ft4 iii assay results for 1 patient tested with a cobas 8000 e801 module. The questionable result was reported outside of the laboratory; the sample was requested for a repeat as the result did not make sense. The patient¿s initial result was 0.500 pmol/l, accompanied by a data flag; the repeat was 19.0 pmol/l. The ft4 iii reagent lot number was 54109302 with an expiration date of 31-may-2022.

Manufacturer narrative:
An investigation of the alarm trace found 18 sample foam detection alarms for september 2021, including the event date. This is consistent with preanalytical issues. The investigation did not identify a product problem.